Manufacturer narrative:
The product has been requested for evaluation; however; it is unknown if it will be returned.

Event description:
Report received from (B)(4) states: "during stellaris posterior chamber demo, the cutter was working in the beginning of the list, during the list, the cutter failed to cut at 4000 cuts. New pack opened to use a new cutter. No medical intervention was required." Additional information has been requested yet not received.